Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases, brown particles in the shell, and a curved opening on posterior. A leak test and microscopic analysis were performed which identified: sharp opening on posterior and non-penetrating nicks. A dimension measurement of the shell was performed which identified the thickness to be within specification. The fill test inspection was performed and resulted in no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade unknown. Device has been explanted.